Manufacturer narrative:
Findings: pump passed all operating currents tested with in the specification range and passed off no power test. Pump was monitored and tested with no low battery alert and no off no power alarm noted. Pump received with broken belt clip slot, cracked reservoir tube lip, and minor scratches on display window noted. Unable to confirm broken belt clip due to pump received without belt clip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The customer was advised to use energizer aaa alkaline battery. The customer was advised to clean battery cap and with dry cotton swab. Customer was advised to monitor pump. Customer doesn't want another battery cap sent out, would like a replacement pump. The customer was advised that we will send out a replacement pump.